Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium (na+) results for a patient on an alinity c analyzer. The following data was provided (customer's reference range is 130-150 meq/l): initial result was 100 meq/l, repeat was 139.6 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed sodium and falsely elevated total bilirubin results on the alinity c analyzer, serial number (B)(4). Through an extensive investigation, the fsr found the 1ml water blank syringe positioned incorrectly on the wash solutions pump syringe holder. The fsr installed the water blank syringe in the correct (center) position, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer also observed falsely elevated alinity c total bilirubin reagent kit results on one patient. The following data was provided (customer's normal range is <3.0 mg/dl): initial result was 4.2 mg/dl, repeat was 1.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Additional patient data was received from the customer and this information has been added to the event description in section b5 and the device code in section h6 has been updated.